Event description:
This pt was found to have a defective medtronic spinal cord stimulat0r lead. The device was removed and replaced on 7/20/99. Second surgery for lead removal and reimplant of new lead in 1999. Model number 3998, lot number l66850. Pt complaining of problem with stimulation in april. Pt was brought in and tried to reprogram the stimulator. Pt also obtained xray to check the placement of the lead. During this visit, the medtronic rep was there and also attempted to make adjustments to the stim. Unsuccessful. Pt arranged for a follow-up appointment to see dr. Pt continued to have very little relief from the stimulator. The device had been working very well to cover her pain prior to april. Pt saw dr and the medtronic sales rep on may 20. The rep had informed dr that a new generator would be available in june and the pt would be a good candidate. Because of the pt's continued high level of pain and the need to increase pain medications, and the new generator not approved by FDA by early july, discussed the option of lead revision with dr. Surgery to lead revision was scheduled. In the course of assessment of pt in the pre-operative area, the pt continued to complain that the pattern of stimulation was not adequate. A lead impedance test and found that electrodes one and two showed a >4000ohms reading when these electrodes were activated. This is consistent with a broken lead and would account for the inability of the stimulator to cover pt's pain pattern. Dr removed the device and it was replaced. The pt now has a 95 percent reduction in her pattern with the new lead. Because lead removal is a more complex procedure than lead placement due to the adhesions that form, the pt will require a 2-3 day hospital stay. The process of lead removal involved performing a more extensive laminectomy than was performed during the first lead placement. There was more blood loss and the user facility needed to place a drain. In addition to the strain on the pt, the lead itself was pulled on and it will be difficult to determine a lead fracture if the lead were to be analyzed at this time.